Manufacturer narrative:
The device was not identified by serial number; however the customer has identified three possible serial numbers: (B)(4). The devices are expected to be returned for investigation. The devices have not yet been received. The pump histories were downloaded and printed at the user facility. The customer did not provide an event date; therefore, the histories cannot be utilized to evaluate the reported event. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the patient received less medication than intended. On an unspecified date and time, the device was programmed for tpn (total parenteral nutrition) delivery with a 2 hour taper up, a 2 hour taper down, a 3500ml vtbi (volume to be infused), for a duration of 12 hours, with a 3530ml container size, via a PICC (peripherally inserted central catheter), and the delivery was started. After an unspecified length of time the homecare patient's husband reported the display indicated the delivery was complete; however, approximately 450ml remained in the container. At that time, it was reported the patient's husband reprogrammed the device to deliver the volume remaining in the container and the therapy was completed. The device was removed from clinical service. There were no reported adverse patient effects and no reported delay of therapy critical for this patient. No medical interventions were required. During testing at the user facility, the device passed testing. Though requested, no additional information was provided.